Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 248.4 mg/dl and the sensor glucose was 109.8 mg/dl at the time of the incident. The customer's blood glucose was 212.4 mg/dl and at 3:43 am it was 122.4 mg/dl at the time of call. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was unknown. The suspend on low limit in sensor settings was 82.8 mg/dl. The customer was advised that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.